Event description:
It was reported to philips that the heartstart mrx presented with sparks on the paddles. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the biomed was not able to duplicate the reported issue. The customer was provided a quote for repair but has not accepted it yet, so the repair was not performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. Based on the information available, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a quote for repair and replacement. Since the order form has not yet been submitted by the customer, repairs have not been carried out. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.